Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had no delivery alarm. The blood glucose was unknown. The troubleshooting was performed for the no delivery alarm. The customer reported that event was resolved by reservoir change. The product will not be returned for analysis.